Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that bed-to-bed overview was not visible anymore. The customer stated that it was no longer possible to see what was happening in the other rooms via bed-to-bed overview in the intensive care unit. The device was in clinical in use when the issue was found. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and could not reproduce the problem. The system was performing to specifications and there was no trouble found. He stated that the issue was with user preferences for yellow overview alarms where a nurse wanted the yellow overview alarms but the nurse manager did not want that configuration. There is no data to support a device malfunction. The issue was with user preferences which the customer resolved.

Event description:
The customer reported that bed-to-bed overview was not visible anymore one day after installation. The customer stated that it was no longer possible to see what was happening in the other rooms via bed-to-bed overview in the intensive care unit. The device was in clinical in use when the issue was found. There was no report of patient or user harm.